Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# (B)(6), product type :programmer, patient product ID: 97755, lot# serial# (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed an intermittent "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were having difficulty recharging their implantable neurostimulator (ins). Pt said they either have trouble finding the device when recharging, it will display excellent charge quality but ins won't increase in charge, they see system problem rm05, or it would "fail to go through power up program". Pt mentioned that they reboot the controller 2 or 3 times every time they go to recharge and that does not resolve their issue. Troubleshooting was unable to resolve the issue. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from the patient. Pt called and mentioned they got the replacement recharger antenna and were using the replacement antenna. Pt went to charge implanted neurostimulator (ins) today and said the "checking the recharger" message was displayed for a really long time and then the pt got the "no device found" screen. Pt left their external equipment for some time and then initiated a charging session again and got "recharging excellent." Pt said the ins charge was really low. Then, the pt "did not move at all" and the recharging stopped and pt got the "no device found" screen. Pt reinitiated charging session and got "recharging excellent." Then, the pt did not move and recharging went to "good" and then the pt got the "reposition" screen again. Pt restarted the charging session and got "recharging excellent," but without the pt moving the recharging stopped and pt got "recharge your implanted device" on the controller. The recharger antenna was still not maintaining a connection with the controller. Pt said they had performed "so many resets" in the past. An email was sent to the repair department to replace the controller.